Event description:
The customer reported conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal unknown brand swab. The customer performed three (3) ID now covid-19 test on (B)(6) 2021. The first test performed at 18:09 generated positive results. The second perormed at 18:32 generated negative results. The third test performed at 19:05 generated negative results. Confirmation testing was not performed. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m163847 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m163847 and test base part number 190-430 / lot m163847. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163847 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.